Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and the touchscreen was unresponsive. There was no reported adverse impact to the customer¿s blood glucose. Customer declined troubleshooting. No additional information was able to be obtained.